Event description:
The customer reported that the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge svc rep conducted a phone eval. The rep determined that the sys needed a new battery. No further svc info was provided. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request of FDA on 4/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.